Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician actuated the handle, the device failed to bow. Reportedly, the ¿cutting wire had moved into the catheter.¿ the procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed reportable based on the investigation finding: catheter split/torn.

Manufacturer narrative:
(B)(4). The returned unit presents the working length and the distal tip twisted. In addition, the cutting wire was blackened and the extrusion near the distal hole was melted/torn. The exposed cutting wire and melted extrusion were measured and found to meet specification. Functional evaluation found that the unit failed to bow due to the melted/torn extrusion. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since procedural or anatomical factors could have affected the device integrity and its performance. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.